Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010; inratio: 6.5. Date: (B)(6) 2010; inratio: 7.2; lab: 4.4. Date: (B)(6) 2010; inratio: 3.7; lab: 3.2. Physician stopped coumadin. Customer called back with lab results on (B)(6) 2010. Physician requested that pt install new, fresh batteries into meter and repeat testing on a different lot of strips (234523). Result = 6.0. Pt was on antibiotic; last dose was 1 week ago. Pt needs inr value stabilized due to hand surgery scheduled for next week. Self-test ((B)(6) daughter) inr = 1.